Event description:
Mesh was explanted because of improper fixation and being returned for analysis.

Manufacturer narrative:
The majority of the edge layer of mesh around the periphery of the explant was identifiable and still attached to base layer of mesh. No tacks or sutures were found in the periphery or center of the mesh explant. The lot history of the mesh was reviewed and product was found to have met all specifications. The wrinkling of the mesh due to poor fixation could have contributed to the increased foreign body reaction that could have exacerbated the seroma and prevented complete incorporation of the mesh into the abdominal wall.